Manufacturer narrative:
(B)(4). A flexiva 365 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. There were no signs of damage or other imperfections noted along the laser fiber¿s body. Upon the examination of the fiber face within the sma connector, a small dark shadow was noted along the circumference of the fiber face and since there were no other signs of damage, this indicated that the fiber was broken within the connector causing moderate reduction in effective transmission seen during functional analysis. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the fiber was bright, clear and round with an effective transmission of 47.2%. Given the event description and condition of the returned device, the reported failure was not confirmed as the fiber was recognized during analysis but was broken within the connector. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a lumenis powersuite 20w. According to the complainant, during the procedure, the laser fiber was not recognized by the console. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.